Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.this is one of two manufacturer reports being submitted for this case.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent transfemoral tavr with a 26mm sapien 3 ultra valve. As reported, there was calcium at the ostial right iliac just after the bifurcation from the aorta and some tortuosity throughout the vessel. The team used shockwave to the vessel prior to insertion. The sheath did get hung up a little in during insertion but was able to be advanced. During insertion of the 26mm commander delivery system through the 14fr esheath+ at the 1st bend in the iliac, there was a lot of push force occurring. The team panned down to look and there appeared to be a kink in the sheath. The team tried to straighten the system and the esheath out but there appeared to have a bent strut at that the kink in the sheath. The decision was made to take everything out and start new with a 16fr esheath+. The new valve was implanted successfully. There was no patient injury and the patient's final outcome was noted as stable condition. The perceived root cause of the event was tortuosity in the iliaofemoral vessels and some calcium. Per images provided, the valve frame was bent and punctured through the esheath.